Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included gravida ii, parity 2, dyspareunia and polymenorrhea. Concomitant products included codeine, nsaids since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had a previous right salpingectomy for a tubal pregnancy. Essure removal details showed that right fallopian tube was surgically absent. Insertion details were absent to validate the information. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received. Concomitant medication and condition added. Events : abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, other injury(ies) or complication(s) please describe: ovarian cyst were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included multigravida, parity 2, dyspareunia and polymenorrhea. Concomitant products included codeine, nsaids since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), genital haemorrhage ("gen.abnormal bleeding") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and genital haemorrhage had resolved and the depression, anxiety, ovarian cyst and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had a previous right salpingectomy for a tubal pregnancy. Essure removal details showed that right fallopian tube was surgically absent. Insertion details were absent to validate the information. Unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, gen.abnormal bleeding, dyspareunia. Outcome of previously added pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.